Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 600 mg/dl. Customer changed the set and resolved the issue. Customer declined to be contacted. Customer will not be returning the device for analysis.